Event description:
Spontaneous call from patient's wife who reports their pump keeps beeping and error of occlusion with maintenance needed. The infusion continued with no adverse effects but they would like a new pump sent out for their next infusion. No other information known. Reported to (B)(6) by: patient.